Manufacturer narrative:
Device evaluated by MFR: the coyote device was returned for evaluation. A visual examination identified that the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 36mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24oct2025. It was reported that balloon did not inflate evenly at nominal the target lesion was located in a vessel of below the knee. A 3.0mm x 150mm x 150cm coyote was selected for use in a percutaneous transluminal angioplasty. During the procedure, the balloon was inflated twice at nominal pressure for 30 seconds, however the device did not inflate evenly. The procedure was completed with this device. There were no patient complications as a result of this event. However, device analysis revealed balloon pinhole.